Manufacturer narrative:
The reported event of no bluetooth communication and no inductive telemetry was not confirmed. The device was received with normal bluetooth and inductive communication. The device demonstrated reliable bluetooth and inductive communication, maintaining consistent telemetry performance without issues, even under extreme temperature conditions. Electrical and mechanical tests performed including temperature cycle, telemetry communication and output verification did not identify any functional issues. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for normal implantable cardioverter defibrillator (ICD) change. Prior to procedure, it was discovered that the ICD sought to be implanted failed to be interrogated via bluetooth or inductive telemetry, the ICD was not implanted, and a replacement ICD was implanted successfully. The patient was stable.